Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Visual and x-ray inspections of the partial lead found the inner coil appeared to be fractured at the middle region. Scanning electron microscope verified all four filars of the inner coil were fractured. The cause of the reported event was due to fractured inner coil consistent with fatigue fracture.

Event description:
Related manufacturing report # 2017865-2023-40630; 2017865-2023-40631. It was reported that an old right ventricular (rv) lead was capped (B)(6) 2014 due to a fracture and explanted (B)(6), 2023. The patient was stable.